Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the neonatal pad was leaking. The pad was not cut or punctured and all of the connections were secure. There were no alarms that were displayed. Therefore, the pad was swapped with a second neonatal pad and therapy was resumed on the second neonatal pad without any further issues.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the neonatal pad was leaking. The pad was not cut or punctured and all of the connections were secure. There were no alarms that were displayed. Therefore, the pad was swapped with a second neonatal pad and therapy was resumed on the second neonatal pad without any further issues.